Event description:
Using the plasma flow dvt prevention device and noticed it inflated to become like a tourniquet and was compressing my leg causing me to turn it off. I referred to the instructions provided that said it had an audible alarm which did not work. I inflated the device again and it failed to alarm a second time.